Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the up, down and ok buttons were intermittently unresponsive. The reporter stated the issue started a month ago and has gotten worse. The reporter denied moisture or corrosion to the pump and damage to the keypad. The patient reportedly wore the in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the down and contrast buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The up and ok buttons responded appropriately. There was no visible damage to the keypad but the keypad symbols were worn. Evaluation revealed that there was contamination present under all key contacts. Observed bolus button has a hole in it but is functional. Unrelated to the complaint, evaluation revealed that the display lens was found to be scratched.